Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Biomed reported from field service to make aware that controller is showing an error and needs to be sent out for repair. No other information provided.

Manufacturer narrative:
This complaint has been identified as a duplicate of 1220648-2026-01215 and will therefore be voided. All additional documentation for this event will be completed and maintained under 1220648-2026-01215.